Event description:
The company was informed that the pt's device was explanted for a technology upgrade. The pt was reimplanted with another advanced bionics cochlear device. The device was lost after surgery and will not returned to the company for analysis. Advanced bionics is in the process of gathering additional info. Once additional info is received a supplemental report will be submitted.